Event description:
Information received by medtronic indicated that the insulin pump was no longer turning on. Customer stated that insulin pump got unspecified pump error and there was fluid under the insulin pump display. Customer also reported crack on the battery compartment. No harm requiring medical intervention was reported. The insulin pump was replaced and will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.